Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with the blood glucose value of 20 mg/dl and was treated with emergency medical services and intravenous insulin drip. The customer also experienced that the insulin pump was over delivering insulin. The event involved product(s) mmt-332a, mmt-382a, mmt-1884l, mmt-7040a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode/smartguard feature of the insulin pump was not active at time of low blood glucose event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-332a, mmt-382a, mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08690 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 18-apr-2025, related svn#: (B)(4) event date of 21-apr-2025 and related svn#: (B)(4) event date of 09-apr-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 18-apr-2025, related svn#: (B)(4) event date of 21-apr-2025 and related svn#: (B)(4) event date of 09-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 18-apr-2025, related svn#: (B)(4) event date of 21-apr-2025 and related svn#: (B)(4) event date of 09-apr-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 09:18:00.000. (B)(6) 2025 22:45:00.000. (B)(6) 2025 13:16:00.000. Insert battery alarm was found on: (B)(6) 2025 11:12:51.000. (B)(6) 2025 01:40:25.000. (B)(6) 2025 15:46:46.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 19:46:59.000. There was no power data available for the dates of (B)(6) 2025 and event date of (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 01:48:00.000. (B)(6) 2025 17:54:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 18:11:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2025 21:34:55.000. (B)(6) 2025 01:02:52.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.87 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly and sensor anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
User was treated with an intravenous solution, not intravenous insulin drip.